Manufacturer narrative:
The 203 unit had intermittent buttons response due to corroded keypad traces. There was no unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump display scrolls numbers and doesn't stop scrolling. Customer does not recall any significant events leading to the error, except that he was entering the number for his food intake at the time. Troubleshooting was done for keypad anomaly. Customer's blood glucose was 61 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.